Event description:
It was reported that the ventilator generated technical error codes indicating internal memory error and communication error. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
After passed pre-use check, the ventilator generated a technical error code indicating an internal memory error when in standby. Software was re-installed and the ventilator restarted. The next day the ventilator generated a technical error code indicating communication error or control error during startup. The field service engineer replaced the control printed circuit board (pcb) according to the recommendations in the service manual which solved the problem. The control pcb was returned for investigation. No device logs were received. The visual inspection of the returned control pcb showed no anomalies. The control pcb was installed in the reference ventilator. Initially, ventilation ran successfully, but after a while problems began to occur with lost configuration, reboots and technical error codes indicating disabled valves and control error. The reported problem indicates a memory access problem. It may e.g. Be caused by a bad memory component or its soldering. The faulty component was not identified but is considered a random component failure. If a defect related to the reported error code appears during ventilation, ventilation will stop and the user will be notified by a generated alarm and the corresponding technical error code. If the reported failure appears during startup, an alarm will be generated and ventilation cannot be started. The conclusion is that a hardware problem with the returned control pcb was confirmed.